Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to rewind the insulin pump due to motion sensor test failure alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant alarm during motor rewind due to motor encoder signal out of phase. We were unable to verify for motor error alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prim, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to alarm. The insulin pump was received with cracked reservoir tube lip.